Event description:
It was reported the pt (B)(6) is experiencing unexplained stimulation surges form the scs system. In addition, low impedance readings have been observed for the pt's leads. These issues will continue to be monitored.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.